Event description:
It was reported 4 ml syringe was inserted into a syringe module however the module only recognized 2.5 ml of fluid. Customer attempted to replicate it and the pump afterward recognized 3.5 ml of a 5ml test syringe with 4 ml of fluids in it. There was patient involvement but no harm.

Manufacturer narrative:
Root cause: the root cause for the reported issue of an incorrect syringe volume detected was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 4 ml syringe was inserted into a syringe module however the module only recognized 2.5 ml of fluid. Customer attempted to replicate it and the pump afterward recognized 3.5 ml of a 5ml test syringe with 4 ml of fluids in it. There was patient involvement but no harm.